Event description:
The pt's family member contacted lifescan (lfs) in 05 and alleged that their pt's one touch ultra meter was not powering on. The medical affairs specialist (mas) called the report on 9/05, who verified and provided additional information. The pt had bought the subject meter about 3 weeks ago. The issue with the meter started in 9/05. The mas was informed that the meter was powering on after the test strip insertion, the "888 and the code number" would come up on the display, but then the meter would turn off before the blood sample was applied. It was verified that the pt was applying the blood sample before the 2-minute shut-off time for the meter. Since 05, the patient was not able to test their blood glucose due to the issue and was "guessing at the insulin" dosage since they are on a sliding scale with the regular insulin (8 units for every 50 mg/l over 200 mg/dl). The patient also takes 100 units of lantus (set amount) at bedtime. In 2005, pt was very sleepy, "felt terrible, tired, and weak". They felt that their blood glucose level was "off" and so they attempted to test on the subject meter "3-4 times". However, each time, the meter would turn off before the 2 minutes were up and they were not able to check their blood glucose level. Patient decided to go to the hospital since they were also having problems with their knees. Patient had been "bleeding under their kneecap" and has been taking coumadin (blood thinner) for about 2 months. At the hospital, their "cbc and other lab tests were done", which showed that their blood glucose level was 491 mg/dl on the lab and was placed on IV insulin. Pt was not tested on the hospital meter prior to the lab test. Pt was admitted to the hospital with a diagnosis of "uncontrolled sugar and sodium levels" and was released about three days later. Their diabetes medication regimen was not changed post release from the hospital. Their family member did not contact lfs until 4 days after that regarding the issue. At the time of troubleshooting with the customer service agent (sca), it was verified that the pt was using correct test strips. The meter had turned on with the power button and test strip insertion (however, as the family member had described the issue to the mas, the meter would turn on, display the 888 and the code number but then power off). The reporter also mentioned to the mas that this issue still persists and that their patient is still not able to test their blood glucose. It was also verified there was no trauma to the meter. A replacement meter, control solution, and test strips were sent to the patient by the csa. This complaint is reportable.